Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was getting a compromised force sensor system alarm on the insulin pump. Customer stated that it was not recognizing the reservoir and it was shooting insulin everywhere. After doing it 2 or 3 times, customer received the compromised force sensor system alarm. Customer stated that she was stuck in rewind complete/bolus delivery loop. Customer treated with syringes. Customer stated that the drive support cap is protruded. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer stated that the drive support cap popped out and she pushed it back in. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer stated that she does not want a replacement pump.